Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that four months and thirteen days following the implant of this 16 mm transcatheter pulmonary bioprosthetic valve (tpbv), placed in the mitral position, reintervention was performed due to recurrent mitral stenosis and left ventricular outflow tract (lvot) obstruction. Per the physician, the stenosis was not believed to be due to valve dysfunction but rather was related to under-inflation of the valve at implant. During intraoperative dilation with an ultra high pressure balloon, the valve developed new insufficiency which the physician reported was likely due to trauma to the valve leaflets during balloon manipulation and inflation. Subsequently, the valve was explanted and an 18 mm second tpbv was successfully implanted. The patient was reported to be recovering well following the procedure. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.